Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/30/2015 with the following findings: a review of the pump black box data revealed an unexplained pump reboot. During a visual inspection of the pump, no damage was found to the battery compartment, and the battery cap secured properly to the pump to maintain power. The pump was exercised for 24 hours with no duplicated power interruptions, errors, alarms, or warnings observed. A leak test was performed and passed, indicating no leaks in the pump casing. The pump case was removed, and no evidence of internal damage or moisture was found. Evidence of the complaint was found in the black box data; however, the complaint was not duplicated. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture present in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.